Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose was 224 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Troubleshoot was performed. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. Suspend on low limit in sensor settings is suspend at 65. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor will be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.